Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative who was on site performing service performed a calibration of all temperature circuits to resolve the issue. Subsequent functional testing found the device to be working according to expectations and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the temperature control circuit of the heater-cooler system 3t was found to be out of calibration during maintenance. A difference of 1.9 degrees between the measured and the displayed temperature was identified. This issue was noted by a livanova field service representative during routine service. There was no patient involvement.